Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that the end of the probe broke during surgery. The surgeon was able to remove the pieces of the broken part from the patient and the patient was not affected. The site switched to alternative probe. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.